Event description:
It was reported by repair work order that the bed was stuck at an elevated height and there was a loss of all motor functions due to a broken cpu board and broken angle sensors. It was further reported that the brakes could not be engaged electrically due to a malfunctioning extender cable and harness cable #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.